Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 80 mm abdominal aortic aneurysm. It was reported that during follow-up there was a thrombosed limb. The bifurcate was totally occluded at the gate, and the right ipsilateral extension was partially occluded. The patient was treated with a fem-fem bypass and the event was resolved. No additional clinical sequelae were reported and the patient is fine.